Manufacturer narrative:
The following sections have been updated accordingly due to correction: d9, h1, h2, and h111. D9. Was corrected to reflect the correct return to manufacturer date.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17928267 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the operation, the head end of an 8mm x 60mm 120cm smart control self-expanding nitinol stent delivery system was found folded and was then withdrawn. During the procedure, when the stent was advanced in position, the peeling was found at the tip of stent by x-ray. Therefore, the physician didn¿t deploy it. The procedure was completed with another unknown stent. There was no reported patient injury. The stent was not kinked/bent. There was peeling to the coating of the complaint device. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored, inspected, prepped, and handled according to the instructions for use (IFU). There was nothing unusual noted about the stent delivery system prior to use. The intended procedure was a mesenteric fenestration in situ during an abdominal aortic aneurysm (aaa) repair with an ipsilateral approach. The target lesion/area diameter was 7mm and 4mm in length. A 6f unknown sheath with an 8f unknown guide catheter was used. The diameter of the unconstrained stent size 1-2 mm larger than the vessel diameter. There was no calcification and mild tortuosity. The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. The lesion was not pre-dilated prior to stent implantation and was not post dilated. There was no predilation. A 1:1 ratio of saline and contrast was used. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The stent was not deployed successfully. The stent was never deployed. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: during the operation, the head end of a smart control 8mm x 60mm 120cm self-expanding nitinol stent delivery system was found folded and was then withdrawn. During the procedure, when the stent was advanced in position, the peeling was found at the tip of stent by x-ray. Therefore, the physician didn¿t deploy it. The procedure was completed with another unknown stent. The stent was not kinked/bent. There was peeling to the coating of the complaint device. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored, inspected, prepped, and handled according to the instructions for use (IFU). There was nothing unusual noted about the stent delivery system prior to use. The intended procedure was a mesenteric fenestration in situ during an abdominal aortic aneurysm (aaa) repair with an ipsilateral approach. The target lesion/area diameter was 7mm and 4mm in length. A 6f unknown sheath with an 8f unknown guide catheter was used. The diameter of the unconstrained stent size 1-2 mm larger than the vessel diameter. There was no calcification and mild tortuosity. The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. The lesion was not pre-dilated prior to stent implantation and was not post dilated. There was no pre dilation. A 1:1 ratio of saline and contrast was used. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The stent was not deployed successfully. The stent was never deployed. There was no reported patient injury. The device was returned for analysis. A non-sterile pkg assy 8x060 smart vas120cm was received coiled inside a plastic bag. Pin lock was received in its intended place. Per visual analysis, stent was not deployed from the unit. No delamination was observed along the device. Blood residues were observed on the distal tip of the unit. A kink was observed on the outer sheath of the unit approximately at 1.4 cm from the strain relief. No other anomalies were observed on the unit. Coating delaminated process was reviewed, and no anomalies were found. The distal tip of the unit was inspected under the vision system to look for any delamination. Distal tip was compared, and the unit met acceptance criteria for final inspection. No delamination was observed on the distal tip of the unit. A product history record (phr) review of lot 17928267 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿coating-ses - delaminated¿ was not confirmed since no delamination was observed along the unit. Also, the distal tip was compared, and the unit met acceptance criteria for final inspection. No delamination was observed on the distal tip of the unit. Nevertheless, a kink was observed on the outer sheath of the unit. The cause of the kink observed on the outer sheath could not be conclusively determined during the analysis. It is difficult to draw a clinical conclusion between the device and the event based on the information available. However, it is probable that procedural and or handling factors such as the user¿s interaction with the device and vessel characteristics (mild tortuosity) may have led to the reported kink observed on the outer sheath of the device, as received. According to the instructions for use (IFU) ¿examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.